Manufacturer narrative:
During the evaluation on the returned thermogard xp ivtm system ((B)(4)), the screen panel displayed error code tcmid:06 (ce post failure) upon powering on. It was determined that the root cause of the issue identified during the initial functional testing was due to bad crimping on the wire harness of the cooling engine cables. To remedy the issue, the faulty crimp on the wires harness identified was replaced and re-crimped to manufacturing specification. The thermogard console was re-tested and passed all the functional tests and as expected, it is ready for therapy use. A missing cold well cap was observed during visual inspection. The missing cap was unrelated to the mid:06. To remedy the issue, a new cold well cap was installed on the console.

Event description:
During returned console evaluation on august 20, 2018, the thermogard xp ivtm system ((B)(4)) displayed error code tcmid:06 (ce post failure) upon powering on.